Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. The return cartridge was visually inspected under a microscope and revealed that the cartridge tip and tube was received crack. Additionally, scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. The reported complaint of cartridge split is confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions, warning and precautions for the proper use and handling of the device. The manufacturing record review was performed. No non- conformance report (ncr) was issued during this cartridge lot number manufacturing process. The cartridges were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: not applicable; there was no patient contact reported. Explant date: not applicable; there was no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge split during loading. No further information was provided.